Event description:
A report was received that the patient was explanted due to infection at the ipg site. The symptoms of infection were redness, swelling and drainage at the ipg site. The patient was placed on oral and IV antibiotics. The physician does not believe that the infection was device or procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection at the ipg site. The symptoms of infection were redness, swelling and drainage at the ipg site. The patient was placed on oral and IV antibiotics. The physician does not believe that the infection was device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, (B)(4), model description: artisan 2x8 paddle lead (lim), 50 cm.